Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported numerous clinical alarms: alarm message: patient circuit occluded ,alarm message: proximal pressure line disconnect ,alarm message: high tidal volume, and, alarm message: low minute ventilation logged. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Date rec¿d by MFR: 20sep2019. Date of report: 23sep2019. The manufacturer's field service engineer (fse) could not confirm the reported issue. The errors could not be duplicated. The unit ran for thirty minutes with no alarm conditions. No repair was necessary as no faults were found. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 17 sep 2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was advised to perform a full (performance verification test) pvt and address any issues found. After numerous attempts to obtain information on the repair of this device, this complaint is being closed. If further information is obtained, this complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported numerous clinical alarms: alarm message: patient circuit occluded, alarm message: proximal pressure line disconnect, alarm message: high tidal volume, and, alarm message: low minute ventilation logged. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.